Event description:
The customer reported that the monitor is not working properly on this central nurse's station (cns) in the emergency room (ER). There was no patient injury reported.

Manufacturer narrative:
The customer reported that the monitor is not working properly on this central nurse's station (cns) in the emergency room (ER). According to the customer, this unit has been down for over 24 hours and no one has done anything apparently. Technical support (ts) tried to troubleshoot the issue, but the problem remained. Ts asked the customer to reach out to the person responsible for the equipment at this hospital to check out the problem. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: patient identifier: attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2022 a phone call was made in an attempt to gather patient and device information, a voice mail was left for emily to call me back with the patient and device information. Attempt # 3: (B)(6) 2022 a phone call was made in an attempt to gather patient and device information; a voice mail was left for emily to call me back with the patient and device information. Relevant tests/laboratory data: attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2022 a phone call was made in an attempt to gather patient and device information, a voice mail was left for emily to call me back with the patient and device information. Attempt # 3: (B)(6) 2022 a phone call was made in an attempt to gather patient and device information; a voice mail was left for emily to call me back with the patient and device information. Other relevant history: attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2022 a phone call was made in an attempt to gather patient and device information, a voice mail was left for emily to call me back with the patient and device information. Attempt # 3: (B)(6) 2022 a phone call was made in an attempt to gather patient and device information; a voice mail was left for emily to call me back with the patient and device information. Concomitant medical products: attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: (B)(6) 2022 a phone call was made in an attempt to gather patient and device information, a voice mail was left for emily to call me back with the patient and device information. Attempt # 3: (B)(6) 2022 a phone call was made in an attempt to gather patient and device information; a voice mail was left for emily to call me back with the patient and device information.

Manufacturer narrative:
Details of complaint: the customer reported that the monitor on the central nurse's station (cns) had been down in the emergency room (ER) for over 24 hours. No patient harm was reported. Investigation summary: the screen was completely black with no lights except for the uninterruptible power supply (ups). They attempted to power on the unit, but pressing the power button had no effect. The customer mentioned earlier there were green bars on a small box, indicating that the ups had power. They checked the power plug and confirmed that the unit was plugged in. It was suggested that they reach out to the responsible person or department at the hospital for equipment management. The customer was unsure of who that person was, so they planned to send the provided ticket number to management for further handling. No further issues were reported. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The issue has most likely been resolved without assistance from nk personnel. A possible root cause may be related to improper cable connection as a result of use error. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 09/28/2022 emailed the customer via microsoft outlook for all requested information in the ni list above: no reply was received. Attempt # 2: 10/04/2022 a phone call was made in an attempt to gather all requested information in the ni list above, a voice mail was left for the contact to call back with the requested information. Attempt # 3 10/11/2022 a phone call was made in an attempt to gather all requested information in the ni list above, a voice mail was left for the contact to call back with the requested information.

Event description:
The customer reported that the monitor on the central nurse's station (cns) had been down in the emergency room (ER) for over 24 hours. There was no patient injury reported.